Event description:
An occlusion alarm was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by removing the pump and switching to manual insulin injections.